Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced. "Hole in radius (edge)" was observed during surgery.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced. "Hole in radius (edge)" was observed during surgery.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on radius side assessed as fold flaw opening and observed opening on radius side assessed as surgical damage. Additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.